Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Technical support decided to replace the pump and confirmed the customer's shipping address. A replacement pump was to be utilized to ensure that insulin delivery would not be interrupted, and the customer was informed about the need for a pump replacement. There is no additional information regarding the return of the problematic pump.